Event description:
The biomed is reporting the v60 touchscreen will not pass calibration and the screen is dim. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted product support and was advised that the unit was manufactured with a hydis display that is no longer supported. Product support advised customer the recommended repair is to replace the v60 user interface assembly. Biomed is reporting the unit is running 3.00 software. Product support provided biomed with the part # for the v60 user interface assembly. Part #453561528941 rp-ui assy, 2nd gen, non eng, the customer has advised to close the case. Biomed will call back if they have any additional questions.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, the complaint will be reopened.